Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus and basal deliveries. Supply changes were performed resolving the alarms. Customer's blood glucose (bg) ranged from 300-500 mg/dl and trace ketones. A correction bolus was delivered and a manual injection was administered to address bg/ketones. A system check was performed with tandem technical support and the occlusion alarms were verified. The contact declined a follow up from clinical diabetes specialist to further discuss the issues.